Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the valve was not available for return, no further investigation can be performed at this time. Therefore, the root cause of the reported event cannot be established at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2016 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that on (B)(6) 2019 the device was explanted as a result of early valve failure due to calcification which lead to stenosis. No further information was received.

Event description:
On jan 14, 2016 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that on dec 16, 2019 the device was explanted as a result of early valve failure due to calcification which lead to stenosis. The manufacturer received additional information on march 5, 2020 outlining the following. The pre-operative diagnosis was prosthetic valvular aortic stenosis, regurgitation and coronary artery disease. A reoperative aortic valve replacement (bentyl procedure) with a size 23 medtronic freestyle porcine aortic root and triple coronary bypass with the radial to lad, saphenous vein graft to diagonal and saphenous vein graft to rca was performed. Clinical notes identified the patient as a 62-year-old male with known chronic liver disease, coronary bypass and aortic valve replacement done as a high-risk procedure. The patient presented with elevated gradients, severely unstable angina and symptoms of congestive heart failure. Further inspection identified severe prosthetic stenosis and moderate aortic regurgitation. He had a coronary angiogram, which showed patency of the 2 previously fashioned coronary bypass grafts; however the patient had progressive disease in his lad, diagonal and severely progressive disease in the right coronary artery. Once again, he was thought to be a high risk for surgery, but no percutaneous option was available that was satisfactory. Given the small size of the aortic root and the residual appearance of the aortic root after removal of prosthesis, a root replacement was deemed to be more appropriate. A size 23 medtronic freestyle porcine aortic root was chosen. Operative findings showed the prosthetic aortic valve was quite heavily incorporated into the aortic wall and the aortic root. The leaflets were clearly calcified and immobile there was also some supravalvular pannus formation associated with the nitinol cage of the prosthesis. The aortic root was very small and would only take a 21 mm true sizer. The coronary arteries were also very small and calcified. The right coronary artery was 2 mm and had to be grafted near the crux where it was less calcified, the lad and diagonal were both 1.5 mm and had to be grafted fairly distally again, because of calcification. The saphenous vein was of good quality. The radial artery was somewhat small, being just under 2.5 mm.

Manufacturer narrative:
The manufacturer received additional information on march 05, 2020. The following information is included in section b5: on (B)(6) 2016 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that on dec 16, 2019 the device was explanted as a result of early valve failure due to calcification which lead to stenosis. The manufacturer received additional information on march 5, 2020 outlining the following. The pre-operative diagnosis was prosthetic valvular aortic stenosis, regurgitation and coronary artery disease. A reoperative aortic valve replacement (bentyl procedure) with a size 23 medtronic freestyle porcine aortic root and triple coronary bypass with the radial to lad, saphenous vein graft to diagonal and saphenous vein graft to rca was performed. Clinical notes identified the patient as a 62-year-old male with known chronic liver disease, coronary bypass and aortic valve replacement done as a high-risk procedure. The patient presented with elevated gradients, severely unstable angina and symptoms of congestive heart failure. Further inspection identified severe prosthetic stenosis and moderate aortic regurgitation. He had a coronary angiogram, which showed patency of the 2 previously fashioned coronary bypass grafts; however the patient had progressive disease in his lad, diagonal and severely progressive disease in the right coronary artery. Once again, he was thought to be a high risk for surgery, but no percutaneous option was available that was satisfactory. Given the small size of the aortic root and the residual appearance of the aortic root after removal of prosthesis, a root replacement was deemed to be more appropriate. A size 23 medtronic freestyle porcine aortic root was chosen. Operative findings showed the prosthetic aortic valve was quite heavily incorporated into the aortic wall and the aortic root. The leaflets were clearly calcified and immobile there was also some supravalvular pannus formation associated with the nitinol cage of the prosthesis. The aortic root was very small and would only take a 21 mm true sizer. The coronary arteries were also very small and calcified. The right coronary artery was 2 mm and had to be grafted near the crux where it was less calcified, the lad and diagonal were both 1.5 mm and had to be grafted fairly distally again, because of calcification. The saphenous vein was of good quality. The radial artery was somewhat small, being just under 2.5 mm.